Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported readings that triggered suspend on low/suspend before low. The customer¿s blood glucose was 202 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. The customer was informed that the difference, on average, between their blood glucose and sensor glucose levels should remain under 20%. The customer declined to review site selection, taping, insertion and calibrations. The sensor will not be returned for analysis.